Manufacturer narrative:
(B)(4). The customer¿s report of a balloon in the pump segment was confirmed. Visual inspection noted that the silicone segment had a ballooned bulge next to the upper fitment. Functional testing was performed; no alarms occurred. The set was pressure tested and the observed bulge segment started to balloon at 11 psi. The root cause of the balloon in the silicone pump segment could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse noted an alarm during priming with an unspecified antibiotic and subsequently discovered a ballooned pump segment. The tubing and bag were replaced and the infusion was completed without incident.